Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were discussed. Patient condition was stable.

Event description:
New information received stated programming changes were completed the next day 21 sep 2019. Patient was stable.